Event description:
It was reported that while the patient was receiving radiotherapy, the device experienced an electrical reset. The parameters were checked following the reset, and were determined to be correct. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.